Event description:
It was reported the customer had a sensor error alert and a lost sensor alert from their sensor. The customer also reported receiving several threshold suspend alerts on their insulin pump. Customer's blood glucose was 66 mg/dl and 70 mg/dl at the time the alert was triggered. The customer's blood glucose was 97 mg/dl at the time of the call. Customer also reported a no delivery alarm on their insulin pump. Troubleshooting did not find any issues with the customer's insertion site. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209128-2015-93521.